Event description:
The customer observed falsely decreased total bilirubin result generated on the architect c4000 processing module for a patient. The sample was repeated and a normal result was obtained. The following data was provided: customer¿s normal range: 0.20 to 1.20 mg/dl. On (B)(6) 2024: sid (B)(6) initial result = <0.10 mg/dl, repeat result = 0.39 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the cuvette segment broken at cuvette 42. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The cuvette segment was determined to be the likely cause of the issue. A review of the analyzer¿s service history was performed and revealed no additional issues associated with discrepant or erratic patient results reported for (B)(6). A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect system, the cuvette segment, or discrepant results as described in this complaint. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module serial number (B)(6) or the cuvette segment were identified.

Event description:
The customer observed falsely decreased total bilirubin result generated on the architect c4000 processing module for a patient. The sample was repeated and a normal result was obtained. The following data was provided: customer¿s normal range: 0.20 to 1.20 mg/dl. On (B)(6) 2024 sid (B)(6) initial result = <0.10 mg/dl, repeat result = 0.39 mg/dl . There was no impact to patient management reported.